Manufacturer narrative:
The subject device was evaluated. Device inspection and evaluation found the device angulation is lower than standard. Due to wear of angle wire, the play of u/d (up/down) knob is out of the standard value. Due to deformation, r/l (right/left) knob does not move smoothly. The customer reported issue of reduced angulation was confirmed. Furthermore, service repair inspection noted that forceps elevator has foreign material. The inside of lg (light guide) lens were dirty. In addition, the following findings during device inspection were observed: nozzle is deformed. Due to deformation of nozzle, water removal ability does not meet the standard value. Suction volume does not meet the standard value. Objective lens has a scratch. Adhesive on a-rubber is detached, a-rubber has wear connecting tube has a scratch, has wrinkle. (Image guide) ig protector has a cut. Forceps channel port is deformed, s-cylinder is shaved. Grip has a scratch and dent. Control unit has a scratch, switch box has a dent, s-cover has a dent, s-connector has a scratch universal cord has a scratch and sticky. (Light guide) lg glass has a dent, lg-bundle has breakage and lg lens has a chip. Evaluation findings confirmed the customer reported reduced angulation issue. Additionally, further inspection found foreign material on forceps elevator and dirty light guide lens that likely could be attributed due to handling/maintenance issue. Investigation is ongoing. This report will be supplemented accordingly following investigation.

Event description:
Customer reported that during inspection check, the device found with reduced angulation. There was no patient harm or injury reported due to the event. No user injury reported. Device evaluation found forceps elevator has foreign material and the inside of light guide lens were dirty.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the event was unable to be identified. It was confirmed that a foreign object attached to the forceps base and the area around the forceps base. The foreign object was unable to be identified. There were no reported deviations in reprocessing. The reported dirt inside the light guide lens most likely occurred due to physical stress from hitting the tip of the scope or dropping the tip, chemical stress from the chemicals used, etc., the adhesive around the lg lens was peeled off, causing moisture to enter and corrode the lg lens. The event can be detected/prevented by following the instructions for use which state the following: 1) "if the cleaning, disinfection, and sterilization of the endoscope is insufficient, there is a risk of infection to the patient and the operator who performs the next procedure using the endoscope." 2) "all channels of the endoscope, including the elevator wire channel where fitted, must be cleaned and high-level disinfected or sterilized during every reprocessing cycle, even if the channels were not used during the previous patient procedure. Otherwise, insufficient cleaning and disinfection or sterilization of the endoscope may pose an infection-control risk to the patient and/or operators performing the next procedure with the endoscope." Olympus will continue to monitor field performance for this device.